Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, damaged monitor case) has been confirmed. Upon investigation the monitor receptacle was damaged due to missing and loose guide pints. The damaged connector intermittently created an insecure connection causing the service code 204. Root cause: the root cause for the damaged receptacle was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 (belt/monitor unusable) and the monitor receptacle was damaged.